Manufacturer narrative:
Date of event: 2015.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the patients explant procedure was the need for additional sixteen more contacts. No device malfunction was suspected.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.